Event description:
On (B) (6) 2009, the pt reported that the up and down buttons on his insulin infusion device are not working. He stated he noticed this about 6 weeks ago while trying to bolus. He said the buttons pop up when pressed. He stated his device has been "knocked around some", but never dropped from high places and never immersed in water. He said his device has been exposed to insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.